Manufacturer narrative:
Our field service engineer could not reproduce the reported problem but exchanged the control printed circuit (pc) board and ran functional tests before the ventilator was returned to service. The investigation of the complaint has been completed. It is based on an evaluation of returned device logs and an investigation of the returned control printed circuit (pc) board. Evaluation of received device logs confirms a single occurrence of the reported technical error codes on the date of event. These technical error codes indicate disabled valves and stopped ventilation due to a control pc board communication failure with the monitor pc board. Simulated use test ventilation did not confirm the reported issue. Pre-use checks succeeded and simulated use test ventilation ran for almost a week without any problems encountered. The control pc board was subjected to stress testing through mechanical pressure, cooling and warming without generating any errors. If the underlying defect appears during ventilation, ventilation will stop and the technical errors will be notified to the user by a generated high priority alarm and the corresponding technical error code. The conclusion is that the reported issue can be confirmed from received device logs but was not reproduced in laboratory tests during the investigation.

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated two technical error codes, indicating disabled valves and control printed circuit board communication failure with the monitoring printed circuit board. These technical error codes indicate that stop of ventilation have occurred. There was no patient involvement. (B)(4).